Manufacturer narrative:
As reported in a research article, between 28 february 2011 to 22 january 2018, 691 patients underwent aortic valve replacement, 331 were implanted with a trifecta valve and 360 were implanted with a carpentier edwards magna ease valve; there was a 93.4% five-year survival rate and 16 patients implanted with a trifecta valve expired. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). The article, "early midterm results after valve replacement with contemporary pericardial prostheses for severe as" was reviewed. The research article is a retrospective single center experience to evaluate the clinical relevance of early hemodynamic differences with these two pericardial valves. Trifecta valve and magna ease valve were associated to the study. There is no allegation of malfunction of the abbott device. The article concluded that early hemodynamic benefits have not translated into differences in medium-term clinical outcomes between these two valves and long-term follow-up is necessary. The primary author and correspondence author of the article is fraser d. Rubens, md, divisions of cardiac surgery, university of ottawa heart institute with the email frubens@ottawaheart.ca.